Event description:
X-ray showed component put in upside down. Revised a few days later with same product.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided info states the surgeon hasn't used this product frequently and put it in upside down. Removed and replaced with same product code 3 days after. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specs or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event. . Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.